Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. A total of 4 monster bite break-off screws were used during this case however, it is unclear which part is affected. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a weil osteotomy surgical procedure on (B)(6) 2020, paragon 28 monster bite break-off screw was reported to have broken too soon. In addition, hard bone was reported to have caused two screws to break at the head of the screw while inserting by hand. It was reported that the surgeon had to fish out the 2 broken screws. This is report 2 of 2 for this incident. This report addresses the second screw that broke at the head.